Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was removed from service because of an insulation break. The physician elected to remove the patient's implantable cardioverter defibrillator (ICD) at the same time, a pectoral system was implanted.